Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: self activated and burned a hole in the pocket causing the water to leak. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are, causing a short circuit which in turn caused the unit stopped working or continuous/self activation. User accidentally submerges device in saline, inadequate gluing operations. (B)(4).

Event description:
It was reported probe had self activated while not in use burning a hole in the plastic pocket it was in.

Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported probe had self activated while not in use burning a hole in the plastic pocket it was in.